Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon rupture occurred. The vascular access was obtained via left femoral artery with a non bsc introducer sheath. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right popliteal artery. After a 018 non bsc guide wire crossed the lesion, the lesion was predilated with a 2 mm × 20 mm non bsc balloon catheter. After the predilation, a 3.0-40, 135 wanda balloon catheter was advanced and crossed the lesion. However, during the first inflation, the balloon ruptured at 10 atmospheres. The device was removed intact. The procedure was completed with a 4 mm 40 mm non bsc balloon catheter within the rated burst pressure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device found no kinks or damage along the length of the device. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, a pinhole leak was noticed in the balloon. The leak was located at the distal edge of the distal markerband. A microscopic examination of the balloon material and distal markeband could not identify any issues which could potentially have contributed to the pinhole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon rupture occurred. The vascular access was obtained via left femoral artery with a non bsc introducer sheath. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right popliteal artery. After a 018 non bsc guide wire crossed the lesion, the lesion was predilated with a 2 mm × 20 mm non bsc balloon catheter. After the predilation, a 3.0-40, 135 wanda¿ balloon catheter was advanced and crossed the lesion. However, during the first inflation, the balloon ruptured at 10 atmospheres. The device was removed intact. The procedure was completed with a 4 mm 40 mm non bsc balloon catheter within the rated burst pressure. No patient complications were reported and the patient's status is good.